Event description:
I was using the new lifescan verio sync meter and rec'd a blood glucose reading of about 80. This would be considered "within range" for me. However, I didn't feel well at all. When I tested a second and third time within 30 seconds of my first test, but using a one touch mini and one touch ultra meters they suggested that my blood glucose was around 50. This would call for an immediate response to get my blood glucose back into a normal range and prevent severe hypoglycemia or death. Over the next few days I continued my testing using 3 meters each time. Each time I did this my one touch ultra and one touch mini machines were very close in their readings, but the verio sync meter was always a 30-50 point different. I contacted lifescan and rec'd a new verio sync meter and continued with my testing with my 3 meters, and rec'd similar results.